Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator stopped cycling while on the patient. The customer tried to perform tests on the unit but was not successful. The customer alleges that ventilators at their unit had different software revisions so they want service on all to make them at same revision. The customer reported that there was no patient injury as the vent was replaced.